Event description:
Nurse practitioner (np) reported that another guidewire became stuck in needle and unwound while placing central venous catheter (cvc) at bedside. Did not report who the patient was or if there was an injury.